Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported that the impella was discarded after explant and that the position was confirmed using echocardiography.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
Patient height , weigh race and ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. During the support there was intermittent placement signal non reliable (psnr) alarm was observed which self resolved very quickly. No patient harm was reported due to the issue. Patient is still supported by the device.

Manufacturer narrative:
Updated information: d4 catalog number corrected. D6b explant date added.